Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor code during a sensor session. No product was provided for investigation. Data was provided for investigation. The problem was confirmed. The probable cause determined to be a sensor failure due to a restart detection.